Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provide how to routine maintenance.

Event description:
Olympus medical systems corp. (Omsc) was informed that since (B)(6) 2018, olympus has not delivered the water filter to the user and the user may not have replaced the water filter. Other detailed information was not provided. There was no report of patient injury associated with the event.